Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical nephrectomy, the device was sticking to the tissue and the jaws locked on the tissue and could not be opened. Eventually they were opened and another device opened. There was no patient injury.